Event description:
It was reported that during the implant procedure the left ventricular (lv) lead was unable to capture the ventricle. The lead was removed and a different lead was utilized without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. Model: 506852, lead; implant: (B)(6) 2000; model: 305u27, porcine tissue heart valve; implant: (B)(6) 2011; model: 310c31, porcine tissue heart valve; implant: (B)(6) 2014. (B)(4).